Event description:
A report was received that a patient was experiencing stimulation variations with postural movements and having difficulty charging. The patient was explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70 (B)(4) description:artisan 2x8 lim,70cm.

Event description:
A report was received that a patient was experiencing stimulation variations with postural movements and having difficulty charging. The patient was explanted. The patient is reportedly doing well.